Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/30/2013 and has no repair history at zimmer surgical. Investigation revealed a small nick and spots of minor discoloration to the 1" and 2" width plates, respectively. The 3" width plate had no visible issues and the 4" width plate was uneven along the leading edge. Additionally, the width plate screw was missing from the handpiece. Evaluation of the device observed that the master blade was flush and the device rpms were within specification. Prior to repair, the device was outside calibration specification at all thickness settings and the device was out of calibration at the zero setting for the side to side calibration. It is unknown as to what thickness setting the customer utilized during the reported event; however, the lack of calibration of the device could cause an undesirable graft. Improper handling most likely caused the lack of calibration of the unit, as well as the missing width plate screw. Additionally, it is unknown as to what width plate the customer utilized during the reported event; however, the uneven leading edge of the 4" width plate likely did not contribute to the reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the surgeon is a frequent dermatome user and had this one case where 4 different air dermatome ii's were used with 10 different blades (all with the same lot number) and a clean graft could not be acquired. The surgeon used the air dermatome ii's multiple times during the evaluation with great grafts, so this was not the first time the surgeon used these machines. There were 10 blades opened during this case and those have been discarded in sharps containers. Additional clinical follow up with the customer indicated that since a clean graft was unable to be obtained, the surgeon had to take additional unplanned graft harvests in order to obtain enough tissue to cover the burn site. There was no medical intervention required for the pt. Hospital staff stated that they were unable to estimate an approximate amount of time that the surgical procedure was extended because this case was going to be a very long case anyway, however the amount of the extension would have been enough to allow time to obtain the additional dermatome handpieces and harvest the additional grafts needed to cover the burn site.